Event description:
It was reported that in the hosp a 45mm ez-io needle was inserted into the proximal humerus of a pt in cardiac arrest. The needle was not secured with an ex-stabilizer, nor was the arm secured close to the body. The io was used for medications without problems. When they attempted removal they met resistance and the needle was eventually pulled and the needle catheter was broken off in the middle. They did have to remove the needle fragment in the operating room and the pt has had no other subsequent problems. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided an ez-io 45mm needle which was observed to be broken. The area where the cannula has separated appeared severely bent, as if the cannula was rocked or bent during removal from the patient. A review of manufacturing records did not yield and relevant findings and no anomalies were observed that would indicate a design or manufacturing deficiency. The provided instructions state "to remove catheter from patient: attach luer-lock syringe. Rotate syringe and catheter clockwise while using traction to withdraw catheter- do not rock or bend the catheter during removal." The probable cause is operational context as proper removal technique is required to prevent needle damage. No further action will be taken.

Manufacturer narrative:
(B)(4).